Manufacturer narrative:
Date of the event unknown/ not provided.

Event description:
It was reported that the abutment (iedat3) would not seat, after some effort the abutment seated but now abutment is completely loose. It was also reported that the implant is viable.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2018-00588-1 on may 31, 2018, does not meet the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur. The report was submitted in error due to the reported malfunction has not led to a serious injury or death and will not lead to a death or serious injury if were to recur. No further submission will be submitted for this device malfunction. The returned abutment was visually inspected under magnification and is noted that it shows signs of usage. No significant damage to the seating surface was observed. The code on the healing abutment was evaluated in the scan and design. The codes and alignment of the abutments are the same. Evaluation of the tissue displacement was performed and compared to the work order. The designs do not exceed the limits for moderate displacement. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complaint is non-verifiable. A singular root cause could not be determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.